Event description:
Patient was implanted with hardware on (B)(6) 2012 for a lateral fusion with posterior stabilization. While receiving an injection on (B)(6) 2013 the surgeon determined the locking cap disengaged from the poly axial screw head. Details of injection are unknown. There is no planned revision at this time. No further information was provided. This report is for an unknown polyaxial screw. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp, kwq. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Date device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
Device used for treatment not diagnosis. For 510k#: additional information. Brand name: obtained from devices received. One polyaxial screw was submitted on the initial medwatch report. A total of five (5) screws were received for investigation. Synthes is unable to determine which screw potentially contributed to the complaint event; therefore, all brand names are being reported as follows: 6.0mm ti matrix polyaxial screw 40mm thread length (x 2) and 7.0mm ti matrix polyaxial screw 40mm thread length (x 3). Catalog #/ lot #: obtained from devices received. One polyaxial screw was submitted on the initial medwatch report. A total of five (5) screws were received for investigation. Synthes is unable to determine which part #s/ lot # potentially contributed to the complaint event; therefore, all part #s/ lot #s are being reported as follows: 04.632.640 x2 (lot# 6916640) and 04.632.740 x3 (lot# 6681028, 6911176, 6800297). Upon further review, it was determined the date of event cannot be determined. Date of event is not known. Correction to report numbers for this (B)(4).correction to reported device name. Corrected manufacturing name from synthes USA to synthes brandywine. Corrected from malfunction to serious injury.

Event description:
Patient was returned to the or on an unknown date for removal of hardware. This report is for a ti matrix polyaxial screw. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product a/b: 04.632.640, lot #6916640, device manufacturing date: 04/09/2012. Product c: 04.632.740, lot #6681028, device manufacturing date: 05/27/2011. Product d: 04.632.740, lot #6911176, device manufacturing date: 03/29/2012. Product e: 04.632.740, lot #6800297, device manufacturing date: 10/24/2011. A total of five (5) screws were received for investigation. Synthes is unable to determine which part #s/ lot # potentially contributed to the complaint event. A review of the device history record was performed for the following parts: product a/b: 04.632.640, quantity of 2, lot# 6916640; product c, d, e: 04.632.740, quantity of 3, lot# 6681028, 6911176, 6800297. Review of the device history records for the five screws returned revealed there were no issues during the manufacture that would contribute to this complaint condition. A product development event evaluation was conducted for the returned rods. The report indicates the matrix spine system includes 5.5mm rods (04.636125) that are fixed by the screws and locking caps. The engineer reviewed the drawing for the 5.5mm ti-4 curved rod 125mm precontoured matrix. This drawing details the appropriate overall dimensions, assembly notes, and laser etching. The returned part (04.636.125) and complaint description does not include enough conclusive information to determine specific contributing implants and the root cause of this complaint. Investigation is on-going. Device was received 06/10/2013.